Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it auto triggers on time cycled pressure limiting (tcpl). The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be confirmed or duplicated. The unit's auto-trigger on 0.5 while using a neonatal circuit." Is the problem that the caused the issue. This issue will be internally investigated within vyaire.